Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient has been charging more frequently. It was noted that the ipg was failing. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient has been charging more frequently. It was noted that the ipg was failing. The patient will undergo an ipg replacement procedure.